Event description:
On (B)(6) 2014, the distributer contacted animas and reported a cracked battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following results: evaluation revealed a cracked battery compartment. A test battery cap was able to fully tighten on to the pump with no power loss. No evidence of moisture damage was found in the compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.